Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. There was a kink in the catheter shaft of the pump, another pump was used, and there was no report of patient harm requiring medical intervention.

Manufacturer narrative:
The investigation into the product damage issue has been completed. The impella pump was returned for investigation. A kink in the catheter shaft was confirmed during product review. Thus, the root cause of the delivery issues is due to a kink in the catheter. It was determined from the clinical details and the returned product inspection, to be the observed cannula kink resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.